Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced delivery anomaly. Customer's blood glucose value was 331 mg/dl. The customer's current blood glucose was 316 mg/dl. The customer stated that her blood glucose shot up while she was watching tv. The customer stated that the pump was under delivering. The customer was assisted with displacement test and it passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with a bolus deliveries and basal rate of 2.0 u/hr and monitored; all bolus deliveries and basal rates registered properly in the pump history summary noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.